Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and high out of range shock impedance. It was noted that the out of range impedances were due to a suspected fracture. As a result, it was decided the lead to be extracted. However, during the procedure, the lead would not come out. The lead was surgically abandoned as a result and was replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead broke while attempting to extract the lead. Half the lead was extracted, and half the lead remains within the body and was surgically abandoned. The part of the lead that was extracted was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and high out of range shock impedance. It was noted that the out of range impedances were due to a suspected fracture. As a result, it was decided the lead to be extracted. However, during the procedure, the lead would not come out. The lead was surgically abandoned as a result and was replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead broke while attempting to extract the lead. Half the lead was extracted, and half the lead remains within the body and was surgically abandoned. The part of the lead that was extracted was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance and high out of range shock impedance. It was noted that the out of range impedances were due to a suspected fracture. As a result, it was decided the lead to be extracted. However, during the procedure, the lead would not come out. The lead was surgically abandoned as a result and was replaced. No additional adverse patient effects were reported.